Event description:
Lactosorb pectus stabilizer used in nuss repair in 2008. At approximately three weeks later, taken back to surgery for bar migration and flipped upward. The stabilizers appeared to be deformed and the sutures holding them were not in place. The sutures around the ribs were intact.